Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. No phone number provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that during the night in the intensive care unit (ICU) at approximately 3:30am, the unit alarmed and was tended too. The alarm was unable to be turned off and soon after the unit turned off with a black screen. The unit stopped providing ventilation. The unit was unable to be turned back on. The reported unit was in use with a patient at the time of the reported issue. The customer reported there was no patient harm. The patient was stable and could be taken off the unit for several hours of the day during the weaning treatment. The customer immediately placed the patient on another available device. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 25oct2018. Date of manufacturer: 24oct2018. It was reported that the unit was repaired by a third party. Unit's battery and power supply were replaced. Unit was tested and placed back in service. The power supply and the battery were returned to philips for evaluation. A visual inspection of the power supply and the battery were performed. There were no signs of contamination or damage. The power supply and the battery were installed to a failure investigation (fi) test ventilator. Both components were tested individually. The ventilator would not power on. The reported condition was verified on the power supply. Multiple components were shorted, replacement of the components corrected the failure. The customer returned backup battery was tested and no failures were identified.